Event description:
Report 1 of 2 it was reported while using bd vacutainer® sst¿, poor gel separation post centrifugation was seen in an unspecified number of tubes. No adverse impact was reported regarding the patient or use.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 19-may-2025 investigation summary bd received 12 samples for investigation. These samples underwent a visual inspection for gel defects and additive abnormality, resulting in two of them failing the inspection. Additionally, 30 retained samples were visually inspected for gel defects, and all passed. Another set of 30 retained samples were inspected for additive abnormality, with all samples passing the inspection. Complaints for sample quality are under statistical control for the month of april 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: poor barrier separation based on customer sample analysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 2. It was reported while using bd vacutainer® sst¿, poor gel separation post centrifugation was seen in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.